Event description:
Pt received conscious sedation. During placement of the device, the guidewire became stuck. Physician pulled harder and the guidewire began to fray. Pt received a small mucosal erosion when the frayed guidewire was removed. Procedure normally lasts 8 minutes, but due to the difficulties encountered with the frayed guidewire, it lasted 45 minutes. Due to the increased exposure to conscious sedation, pt got oxygen desaturation, was intubated and sent to ICU. Three days after connection to the device, the pt expired of their underlying medical condition and its own complications. One pt involved.